Event description:
The reporter indicated a 12.1mm vicm5_12.1 implantable collamer lens, -10.00 diopter, became stuck in the cartridge and was torn when loading. There was no patient contact. The backup lens was used and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).